Event description:
It was reported that a cartridge change error occurred. Reportedly, an o-ring was on the pneumatic tap. Customer¿s blood glucose (bg) level was 390 mg/dl. Customer administered a manual injection to address bg and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 2 days later with the issue resolved and no permanent damage. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.